Event description:
Emergency medical technician's responded to a person, condition unknown. The pt was connected to the device for cardiac monitoring. According to the rptr, the device's display "froze" then appeared to cycle power several times during the cell on its own record.